Event description:
It was reported that a delta xl monitor went black and then displayed questionable values. There was a patient injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.